Event description:
After use, the surgeon observed that a part of the trocar (the plastic part) was broken. He did not know when it broke (before, during or after the procedure) as they observed the breakage when the light on. They do not know if the part of the broken trocar broke in the pt (it is a very small part). No pt injured. The event led to increase surgery time for 20 minutes.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.